Event description:
According to the reporter, intraoperatively, the first clip came out fine but the second came out askew. During use, every second clip had to be discarded. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.